Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient expired on (B)(6) 2020 and details of event have been referenced in MFR# 2916596-2020-03993. Investigation results will be submitted in final report.

Event description:
It was reported that the patient was presented to the emergency department due to increased temperature. The patient denied chest pain, shortness of breath, palpitations, nausea, vomiting, diarrhea, sick contacts, sore throat. The patient's mean arterial pressure (map) 68 mm, heart rate was 80, respiratory rate was 18, temperature was 37.1 celsius, lactic acid was 0.7 mg/dl, hematocrit and hemoglobin was 6.8 and 20.6, blood urea nitrogen/creatinine were 31/2.54, white blood cell count was 8000/ul, lactate dehydrogenase was 245. The patient was transfused with 1 unit of packed red blood cells. The patient's creatinine improved. A colonoscopy was done that showed multiple erosions in the stomach and treated with argon plasma coagulation and multiple polyps in the duodenum. On (B)(6) 2020, hemoglobin was 6.8. The patient was transfused with one more unit of packed red blood cells; however, the patient developed a fever about 2/3rd into the transfusion so the transfusion was terminated. The patient's hematocrit and hemoglobin remained stable for 24 to 48 hours without any further downtrend or bloody bowel movements/melanotic stools. The patient's kidney function continued to be stable and continued to make a good amount of urine.